Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient was in stable condition.